Event description:
The manufacturer became aware that a user alleges while using a bi-level continuous positive airway pressure device and heated humidifier, the inspiratory pressure decreased below the prescribed level causing the patient to be hospitalized due to increasing co2 levels. There was no serious or permanent injury. The user was discharged to home the following day after her co2 level returned to normal. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the bipap and associated humidifier for investigation and confirmed the delivered pressure did not meet the prescribed pressure due to use of an off-brand ultra-fine filter. There was also evidence of contaminates present on the inlet filter. The removal of the contaminated off-brand filter and replacement with philips respironics recommended ultra-fine filter resulted in the devices providing the prescribed pressure and operating within specifications. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. This device is not intended for life support. The user manual for this device cautions the user: "a properly installed, undamaged philips respironics blue pollen filter is required for proper operation, and instructs the user "the reusable blue filter is supplied with the device. A disposable light-blue ultra-fine filter may also be included. Clogged inlet filters may cause high operating temperatures that may affect device performance. Regularly examine the inlet filters as needed for integrity and to check for accumulated debris." Based on the information available, the manufacturer concludes that user error was the cause of the reported event, and that no further action is necessary.